Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cup introducer handle thread was damaged, and pieces were missing from the end. It was noticed upon repacking the set. The device had been used previously in a procedure to introduce the cup but was then also used to remove it to improve cup positioning. A second modular handle was used to reintroduce the cup as the surgeon had better traction on the cup. The initial handle was again used to impact the cup liner. At no stage did anyone notice any damage to the tip of the handle. Post operative xrays were reviewed and there was no evidence fragments of the device had been left in the patient. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report is being submitted to relay additional information. The device was returned to the manufacturer for evaluation. Visual inspection confirmed that the threads are fractured. Impact marks observed on the strike plate and scuffing and scratches on the shaft are consistent with a multiple use instrument. The average hardness of the shaft was found to be confirming print criteria. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.